Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 375cc mentor memorygel breast implant and experienced autoimmune symptoms including pain, rashes, hair falling out, hypoxia. Back pain post-operatively. The patient indicated they were diagnosed with lupus and disabled from health issues. As a result, the patient underwent explantation on (B)(6) 2018. This report is for the left side device.

Manufacturer narrative:
On december 28, 2020, mentor became aware of the following erroneously submitted information in the previously submitted report: section was erroneously marked no, and has been corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of erroneous information submitted in a previous correction: section e2 was the incorrectly marked field (marked yes) and was corrected to indicate no, the initial reporter was not a health professional. Manufacturer¿s reference number: (B)(4).